Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, six, unused, sterile proglide devices with the same part and lot number, 40325k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual and functional inspection of the returned sterile devices, there is no indication of a product deficiency. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with two proglide devices, using a pre-close technique with a 6f sheath, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed, no needles were attached to the plunger. A second proglide device was used with the same results. The aaa procedure was completed. A cut down was performed and the artery was surgically closed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced filed under a separate medwatch MFR number.